Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements and noise. It was also noted that during the extraction damage near the clavicle was noted. This lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.